Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and was able to confirm the reported issue. The fss replaced the advantech single board computer (sbc) which resolved the reported issue. Fss performed the preventive maintenance (pm) on the unit, which several filters and o-ring were replaced on the system as part of pm service. Fss completed the field service checklist and calibration and the system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported blue screen occurred on the signature system. Customer rebooted the system and the issue was resolved. There was no patient involvement reported and no patient treatments delayed or cancelled.